Event description:
It was reported that a cdh29 was used during a low anterior resection. It was reported by the affiliate that only half circle that some staples were missing. Surgeon put some overstitches to close the tissue.